Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) displayed a message that it was in fallback mode. The physician elected to explant the device.